Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified lower values wearing the adc freestyle libre 2 sensor and adjusted the medication and self-treated with sugars based on the sensor scans. On (B)(6) 2021, the customer obtained a sensor scan of lo (less than 40 mg/dl) and experienced vomiting, nausea, and dizziness, and was brought to the hospital. The customer was admitted to the intensive care unit and unspecified lab glucose or hcp test of 885 mg/dl was obtained after an unknown amount of time with no sensor scan performed. The customer was provided unspecified medication for dehydration, insulin (dosage unknown,) as well as intravenous IV glucose for a diagnosis of dka. The customer remained in the intensive care unit for two days. No further treatment was provided. There was no report of death or permanent injury.